Manufacturer narrative:
The reported events of vision loss, choroidal effusion and low intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details will not be available in the future as the reported event was overheard by an allergan employee from a private conversation between the reporter and her colleague. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported vision loss, choroidal effusions and hypotony in the unknown eye at 6-week post-op. Treatment was provided as cycloplegic medications. The device remains implanted at this time.